Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address occlusion. Customer's blood glucose was 436 mg/dl. Upon follow up, clinical diabetes education discussed event with customer and reportedly, customer worked with their educator to resolve their issues.